Manufacturer narrative:
Smith & nephew was contacted regarding the above described incident, which was reported as a field complaint for "infection-site/local". No product was returned by the customer. Control samples (from stock) of the reported lot 0g256 were analyzed by an independent test laboratory and met finished product specifications with no evidence of microbial contamination found. Batch records for the lot indicate all specifications were met at the time of release and no inconsistencies were noted. An independent medical review concluded there was no correlation between the reported symptoms and the use of IV prep wipes.

Event description:
This IV prep complaint was received post smith & nephew's remedial action (voluntary recall) to prevent an unreasonable risk of substantial harm to the public health (ref recall #3006760724-030211-001r). Infection of skin 2 weeks ago, no apparent symptoms on outside of skin, infection noted from blood work and "increased white count", stayed in hospital for treatment 3-4 days, still on antibiotic therapy, abdomen was site location. Site prep with alcohol and IV prep. Concerned about IV prep after seeing information regarding recall. Infusion set had been in place 1 day, no redness, or other symptoms of infection noted externally. Bg range 80-400mg/dl during hospital stay, no ketones, no symptoms dehydration.